Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was initially reported that it was suspected that manual pre-cleaning on the subject device was not carried out according to the internally defined process. The device was then reprocessed in the reprocessor and stored in a standard-compliant drying cabinet; there were no anomalies in either of these validated processes. When the device was used again on (B)(6) 2025, a clip fell into the patient when the forceps was inserted through the biopsy channel. The patient was reportedly immunocompromised. Additional information was received from the customer indicating that the clip fell into the patient's recto-sigmoid/rectum during a sigmoidoscopy and biopsy procedure. The clip was retrieved with grasping forceps. Additionally, the customer used 4 boston scientific resolution 360 ultra clips in a previous sigmoidoscopy procedure performed on (B)(6) 2025. Thus, the customer was unable to provide information which clip fell into the patient. There were no reports of patient infection and the patient's condition is currently good. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the air/water cylinder and the tube had foreign objects. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. The foreign material found during evaluation could not be identified. It is likely the result of insufficient reprocessing; however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.